Event description:
Information was received that this right ventricular (rv) lead was connected to an external pacemaker and used as a temporary pacing lead. This is not recommended use. Subsequently, this lead was explanted together with the system with infection erosion. No adverse patient effects reported. This lead was out of service.